Event description:
A patient of an unknown age and sex died at the induction of anesthesia, reportedly due to pulmonary edema. The date of the patient's death was not indicated, it was only reported that it occurred recently. According to the reporting surgeon, the patient was scheduled to undergo surgery to replace a mitroflow aortic pericardial heart valve that was reported to be showing signs of calcification. No information is available on the performance of the device and it is unclear if the pulmonary edema was attributed to the device's performance.

Manufacturer narrative:
Outcomes attributed to adverse event. Date of event. Date of death was not reported - only that the death occurred recently. At the present time, the healthcare facility has not provided the serial number of the device to identify the catalog #, exp date, and serial #. The healthcare facility has not provided any information on the date of implant. Device will not be available for evaluation because an autopsy was not performed. At the present time, the healthcare facility has not provided the serial number of the device to allow for a review of the device history records. Efforts are underway to obtain additional information on the patient's clinical history as well as the serial number of the device. The healthcare facility has not provided the serial number of the device to determine the date of manufacture.